Manufacturer narrative:
Device evaluation: the catheter was received without the stent. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Several kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an stenting intervention procedure, stent dislodgement occurred. During the insertion of a 4.0x32mm promus element stent, "the stent has not progressed in traumatic brain injury (tbi), taken from the cardio-vascular system the stent dropped into the guide catheter." The procedure was completed with another 4.0x32mm promus element stent. No patient complications were reported and the patient's status is stable. Additional information was requested, but has not been obtained.

Event description:
It was reported that during an stenting intervention procedure, stent dislodgement occurred. During the insertion of a 4.0x32mm promus element stent, "the stent has not progressed in traumatic brain injury (tbi), taken from the cardio-vascular system the stent dropped into the guide catheter." The procedure was completed with another 4.0x32mm promus element stent. No patient complications were reported and the patient's status is stable. Additional information was requested, but has not been obtained.